Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: does the surgeon typically wait 15 seconds prior to firing? Unknown. He doesn¿t typically use ethicon staplers. No reps were present at the case. What trouble-shooting steps were taken to open device? Yes. Was the surgeon able to determine the position of knife when attempting to return? Unknown. Were any surgical clips used near the firing site prior to transection? Unknown. What is the current patient status? Discharged. Additional information received: from the doctor: the leak was seen intra-op, after wounds closed and pleurevac connected to suction. No intervention needed other than to extend hospital stay by a few days.

Event description:
It was reported that during a wedge resection procedure that on the sixth firing, after completing the firing the surgeon was unable to open the device. Surgeon cut the stapler off the tissue resulting in an air leak. Unknown as to how the procedure was completed. Unknown as to how the air leak was repaired.